Event description:
It was reported that an infusor leaked into the chamber. This malfunction was observed after the device was connected to the patient, but prior to the start of infusion. The device was not filled with the maximum volume of 130 ml; the device was filled with only 88 ml of the unknown solution. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured february 7, 2013 ¿ february 8, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.